Event description:
As reported: "surgeon reported his recollective feedback on 40 surgical cases with use of the neutral 0° pip and the dip implant versions. Surgeon indicated that two of the queried adverse event types (¿non-union, asymptomatic¿ and ¿implant breakage¿) were observed at a ¿more than expected¿ rate; in addition, one or more of the observed adverse events, as well as one or more of the performed revision or implant removal surgeries were directly related to the smart toe ii implants, whereas not all of these events were reported to stryker on an individual, case-by-case basis (patient level".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.